Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0x7a1, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.. Date of event is estimated.

Event description:
Information was received from a patient via a company representative (rep). It was reported that patient had return of symptom as well as battery randomly turning off and pocket being hot to touch. Patient had a couple of minor falls and had reprogramming for 6 months. Patient complained of a lack of efficacy for her urinary retention. This promoted the healthcare provider (hcp) to reprogram patient several times and eventually revised lead and replaced the battery. It was unknown the issue was resolved at the time of the report. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.